Manufacturer narrative:
(B)(4).

Event description:
It was reported that a cadd® cadd-legacy® pca pump was running the whole night. The morning dose was not administered. The cassette was not empty early in the morning. The event was resolved. No reported adverse issues to the patient. No investigation was requested because this is a use error.